Event description:
The patient called lfs alleging that their one touch ultra meter was reading inaccurately control high. They reported obtaining readings such as 129 mg/dl, 128 mg/dl, and 130 mg/dl, which were above the acceptable control solution range. The patient neither alleged harm nor experienced injury or medical intervention. During troubleshooting with the customer service representative, the meter stopped powering on. They had only been using the new meter for approximately 1 month. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced due to the power issue.